Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2024 [related manufacturer reference number: (B)(4)], the patient's l3 leads was noted to have fractured, and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.